Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned product for evaluation at the time of this report.

Event description:
3 tampons fell apart inside consumer as she was trying to remove them . Consumer stated she is okay and she got all the cotton pieces out - she did not have to see a doctor.